Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was revised because the lead was no longer "in the right place". The lead remains in use. No patient complications have been reported as a result of this event.